Manufacturer narrative:
(H6) medtronic representative went to the site to test the imaging system and found 3d/boost button faulty on x-ray hand switch. Confirmed issue by using foot switch and 3d works fine. Replaced xray hand switch. System checkout performed. System ready for use. B02, g04063 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the 3d button on the hand switch was unresponsive. Upon troubleshooting, the footswitch was functioning as intended. No patient was present at the time of event.